Manufacturer narrative:
The reported event of no rf telemetry was not confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed, including telemetry tests found no anomaly contributing to reported event. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the device was unable to be interrogated via rf telemetry. The device was explanted and replaced to resolve the event. The patient was in stable condition.